Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. Date of issue is an approximation. The patient¿s parent reported that the sensor fell off after a short time in the swimming pool. He noticed that the remaining sensor wire was significantly smaller than usual, assumed it broke off, and suspected that about one fourth of the wire was still under the skin. No symptoms were reported. At the emergency service, no surgeon was present, and the doctor confirmed the wire was present but was unable to remove it. The parent planned to take the patient to a full-service hospital. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.